Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump air bubbles in reservoir. The customer experienced high blood glucose than normal blood glucose. Customer`s most current blood glucose was 173 mg/dl. Troubleshooting was performed. Customer reported insulin pump had air bubbles in reservoir compartment. Customer stated insulin pump vial was not at room temperature. Customer declined further troubleshooting. The device will not be returned for analysis.